Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported it was suspected the implantable neurostimulator (ins) prematurely depletion. The ins (that was implanted on (B)(6) 2016) had high energy programming and reached its end of service (eos) in less than 2 months. The event occurred on (B)(6) 2016. The ins will be replaced (B)(6). The issue was not resolved at the time of this report.

Event description:
The rep additionally reported that the patient did not experience any falls or trauma prior to the eos. There were no out of range impedances. The patient's therapy prior to eos was very good and therapy was effective.

Manufacturer narrative:
Correction: please note that conclusion code and (B)(4) no longer apply to this report. Device evaluation: analysis of the implantable neurostimulator (ins) found the ins reached normal end of life with okay telemetry and output.